Event description:
It was reported that the patient said that he was red / swollen / infection from male bags. It's unclear if lot number was requested. Used with female wicks. No information if medical intervention was provided. No additional information provided.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The instructions for use were reviewed for this investigation, and the labeling was found to be adequate. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.